Event description:
User facility reports a leak in the pump segment of the bloodline tubing approximately two hours into hemodialysis treatment. Due to potential for contamination the blood volume in the tubing was discarded resulting in ebl = 140 cc. A new blood line was set up to complete treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.